Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device had spontaneously loosened and could not be subsequently re-tightened on a patient. Another device was immediately applied and after achieving arterial occlusion the device made an audible snap and it was found lying on the ground.

Event description:
It was reported that the device had spontaneously loosened and could not be subsequently re-tightened on a patient. Another device was immediately applied and after achieving arterial occlusion the device made an audible snap and it was found lying on the ground.

Manufacturer narrative:
(B)(4). The customer did not report a valid lot number to perform a device history record review on. The returned product contained lot number sl12228. A review of the release documentation showed the reported lot passed all acceptance criteria. The customer provided one photo of a matr for investigation. The strap was disconnected from the matr and the webbing was not visible in the photo. The customer returned one matr for evaluation. The buckle and strap were separated and not returned for investigation. It was observed that the matr cord was no longer on the platen end. The unit was then disassembled. The cord was tightly wound around the internal gear mechanism. The ends of the cord appeared frayed and were likely torn apart from the platen. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action not required as the probable root cause could not be determined based on the information and without the entire sample returned. The customer report of a broken matr was confirmed by complaint investigation of the returned sample. The cord and webbing was tightly wound around the internal gear mechanism, which is damage consistently seen when the product is not reset between applications. However, without the buckle and strap to analyze, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.